Event description:
During surgery the scope would not lock properly in place. The lever arm snapped off. For other reasons, the surgeon decided to convert to an open procedure. No complications to pt.